Event description:
It was reported that the customer received a button error on the insulin pump. The customer's blood glucose was 256 mg/dl. It was stated that the button error alarm did not occur immediately after moisture exposure and there was no prolonged button press. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. However, moisture damage was found on keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip and a missing end cap sticker.